Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist instructed the customer to their meditech or the adt team to discharge the patient associated with the primary ID (B)(6) and to merge the ID (B)(6) with the corresponding visit and to ensure that the team resends the orders for the patient with the primary ID (B)(6) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had patients not showing in the correct order. The customer stated that the submitted order was different as per visitor ID and there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.